Manufacturer narrative:
A review of the complaint history for sn(B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with override. A technical support specialist checked the server and confirmed that user was able to override the medication. Later customer mentioned that the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a nurse attempted to override lorazepam (med ID: (B)(6)), but the system does not allow the override. The medication was configured for basic override, so it should have been permitted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.